Manufacturer narrative:
(B)(4). Batch #r57157. Device analysis: the analysis results found that the sdh33a device arrived with no apparent damage, with three staples inside the pockets, with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the open left hemicolectomy surgery, the cartridge was loose and staples were protruding. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.